Event description:
On february 01, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another meter (wife¿s meter). The complaint was classified based on the customer service agent (csa) documentation. The patient was unable to confirm when the alleged inaccuracy issue began. The patient stated that he manages his diabetes with a combination of oral medication (metformin) and insulin (type not specified). The patient denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient claimed that on (B)(6) 2020, after the alleged issue began, he developed symptoms of ¿sweating and shaking;¿ symptoms he associated with hypoglycemia. In response to the symptoms, the patient claimed he tested his blood glucose and obtained results of ¿90 mg/dl¿ with the subject meter then ¿79 mg/dl¿ on the other device. The tests were performed within 30 minutes of each other. The patient denied receiving any treatment above and beyond his usual routine of diabetes care and management. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted that an approved sample site was used for testing. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.